Manufacturer narrative:
This report is based solely on device analysis. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the lower case and upper case are broken. One side bail cover and bail are missing, the ring cover is damaged, and the main printed circuit board is contaminated. (B)(4).

Event description:
It was reported the back case is broken. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.